Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined.

Manufacturer narrative:
The device in question had not been repaired in the last year. The customer¿s allegation of no image was not confirmed. However, it was discovered there was a noisy image during angulation, which was caused by defective charged coupled device (ccd) unit. Additionally, there were vertical stripes in the image during down angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope experienced a no image issue when angulating. It was unknown when the event took place. There was no report of patient or user harm associated with the event.